Manufacturer narrative:
Per the report received from cardinal health the foley catheter balloon would not inflate requiring the catheter to be replaced. No additional information was provided. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Per the report received from cardinal health the foley catheter balloon would not inflate requiring the catheter to be replaced.